Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, a 30 mm reload was loaded onto the handle and the yellow guard was removed as indicated however, a piece of the yellow guard had broken off into the staples unknown to the user or surgeon. After use the surgeon noticed a piece of yellow plastic in the abdominal cavity of the patient which was subsequently removed. Upon inspection of the stapler reloads, the operating room nurse noticed a small piece of plastic was broken off the guard. The guard of the second staple load removed as usual. There was no patient injury.